Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was discovered that the right atrial lead exhibited loss of capture and loss of sensing. An x-ray was performed, and it was noted that the lead had dislodged and was pulled back in the pocket. The lead was repositioned. The patient was in stable condition.